Event description:
A pump malfunction was reported by the caller, but no notable events happened before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.